Event description:
The customer reported to olympus that the cystonephrofiberscope had flexible mesh protruding outward. This issue was found during reprocessing. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation and the complaint was confirmed. Evaluation also found the image guide bundle was broken, which caused the device to produce a stained image, there were cuts in the bending section cover adhesive and the cuts caused the device to fail insulation resistance testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defect was confirmed through evaluation, a definitive root cause of the protruding flexible mesh could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.